Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported that after an intraocular lens (iol) was implanted, it was noted to have optic surface damage. The patient had corneal edema one day after implantation. In a follow up, the doctor reported that at one week post operation the patient's vision is 20/20 and the iol remains implanted. The iol damage is on the edge of the lens and the doctor does not expect that it will affect the vision at any time.